Event description:
Pt is a chronic hemodialysis pt. Three to four minutes after starting dialysis pt experienced burning and complained of feeling hot. Slight drop in blood pressure from 170/90 to 130/70. Dialysis immediately stopped. Normal saline bolus and oxygen per nasal cannula given. Pt. Health status post occurrence good. Treatment resume with new dialyzer and lines. No further problems. Post incident blood sample drawn and spun for hemolysis: negative.